Event description:
It was reported that the patient experienced a syncopal episode and a shock and was hospitalized. Review of the implantable cardioverter defibrillator (ICD) data indicated that oversensing of noise on the right ventricular (rv) lead resulted in two stored episodes marked as ventricular fibrillation (vf). The patient received one inappropriate 41 joule shock for one episode and the other episode marked as vf was not treated. It was noted that the rv lead was also sensing the right atrial signal at times and that r-wave amplitude had been steadily decreasing over the past few months. Subsequently, the rv lead was capped and abandoned and a new rv lead was successfully implanted. The ICD remains in service and no additional adverse patient effects were reported.